Event description:
It was reported that after the right ventricular (rv) lead was implanted, the patient experienced cardiac arrest due to atrio-ventri cular block during the procedure. The lead was connected to an external pulse generator (epg) for temporary pacing, and another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.